Manufacturer narrative:
A patients ipg was flipping in the pocket was reported to abbott. As a result, the ipg pocket was revised and the ipg sutured down to address the issue. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was flipping in the pocket. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg pocket was revised and the ipg sutured down.